Event description:
Same case as mfg report# 6000093-2007-00068: it was reported that during an unspecified treatment procedure of the superficial femoral artery, the zipwire "lost it's coating" and "difficulty was encountered tracking over it." A second zipwire was used with the same result. No patient injuries or complications were reported. Patient status is reported as "fine." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.